Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It reported that the customer's blood glucose was 385 mg/dl. Customer reported being insulin resistant and knew the cause for the elevated blood glucose. Customer declined to provide the cause and declined troubleshooting with tandem technical support.